Event description:
It was reported the patient is experiencing pain at the ipg site due to significant weight loss, therefore the ipg is superficial. The pain increases when pressure is applied or the site is bumped. Diagnostic testing will be conducted once the ipg is charged and stimulation turned on.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.